Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded morphine and bupivacaine via an implantable pump for malignant pain. It was reported device interrogation on (B)(6) 2017 revealed a motor stall occurred. It was noted that the motor stall occurred on (B)(6) 2017 at 07:04 with a motor stall recovery on (B)(6) 2017 at 16:31. No action was taken. The device diagnosis was pump motor stall. The outcome of the event resolved without sequelae on (B)(6) 2017. The event date was (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event was noted to be related to a magnetic resonance imaging (MRI). The patient's weight was (B)(6) pounds. No further complications were reported.